Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device shows signs of severe natural wear especially along the base and post of the device. There is also some discoloration likely from exposure to bodily fluids over time. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided the reported insert disengagement from the locking mechanism along with the noted radiolucency at the tibial stem cement mantle/bone interface were most likely contributing factors. Trauma could not be ruled out as a potential contributing factor. The patient impact was the reported instability, component disassociation/wear/loosening and revision. Further patient impact could not be determined. No further clinical/medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the disengaging and wear was confirmed. The clinical/medical investigation concluded that, based on the information provided the reported insert disengagement from the locking mechanism along with the noted radiolucency at the tibial stem cement mantle/bone interface were most likely contributing factors. Trauma could not be ruled out as a potential contributing factor. The patient impact was the reported instability, component disassociation/wear/loosening and revision. Further patient impact could not be determined. No further clinical/medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, patient condition, friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2011, the patient was complaining of an unstable knee and a/p instability was noted. On (B)(6) 2021 a revision surgery was performed and it was found that the genesis ii posterior stabilized high flexion insert size 3-4 9 mm (-1) was disengaged from the locking mechanism on the unknown genesis ii total knee tibial baseplate (-2). Both devices presented severe wear on the posterior aspect. Current health state of the patient is unknown.